Manufacturer narrative:
One device was returned for analysis of complaint that pump alarms for occlusion downstream when filling the tube and when starting the pump even if there are no visible reasons for it. When the cartridge is changed the problem could be duplicated. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event log did not find replication of reported problem. Visual and functional testing was performed. No defects/discrepancies were noted. Occlusion alarm was displayed directly after pump start. Downstream occlusion (dso) sensor was recalibrated. The reported issue was addressed by recalibrating dso sensor. Resolution of the reported issue was able to be confirmed by the technician, and the device has been submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Event description:
It was reported that the pump alarms for occlusion downstream when filling the tube and when starting the pump even if there are no visible reasons for it, and when the cartridge is changed. There was no patient involvement.